Event description:
Based on additional information received on 06-dec- 2017, this case initially considered non-serious was upgraded to serious as the serious event of device malfunction was added with seriousness criteria as important medical event (ime). This case was cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on (B)(6) 2017 from other non-health care professional this case concerns (B)(6) year old male patient who received treatment with synvisc one and later after one day patient was unable to bear weight, unable to ambulate, had severe pain and swelling. Also device malfunction was identified for the reported lot number. No medical history, past drugs, concomitant medication was provided. Concurrent condition included physical disabilities. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, at a dose of 6 ml once (batch/lot number: 7rsl021, expiry date: 31- may-2020) bilaterally in knees for osteoarthritis. On (B)(6) 2017, after one day of receiving injection, patient called hcp (health care professional) the next day with severe pain and unable to ambulate; reported swelling, pain, unable to bear weight. Patient with baseline other physical disabilities and on disability. Hcp advised patient to call or go to ER (emergency room) and hcp would meet him there. Patient did not go to ER and had follow up appointment that he cancelled. It was reported that hcp has been "insistent" that patient to go to ER. Corrective treatment: not reported for all events outcome: unknown for all events a pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: device malfunction as important medical event. Additional information was received on 06-dec-2017 and 02-jan-2018 (both processed together with the clock start date of (B)(6) 2017). This case initially considered non-serious was upgraded to serious as the serious event of device malfunction was added with seriousness criteria as important medical event (ime). The global ptc number with ptc result was added. Clinical course updated. Text amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 6-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced weight bearing difficulty. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
Based on additional information received on 17-jan- 2018, this case became medically confirmed (from health care professional) based on additional information received on 06-dec- 2017, this case initially considered non-serious was upgraded to serious as the serious event of device malfunction was added with seriousness criteria as important medical event (ime). This case was cross referenced with case: (B)(4). This unsolicited case from united states was received on 06-dec-2017 from other non-health care professional this case concerns (B)(6) year old male patient who received treatment with synvisc one and later after one day patient was unable to bear weight, unable to ambulate/unable to get to car, had severe pain/pain and swelling. Also device malfunction was identified for the reported lot number. No past drugs was provided. Concurrent condition included physical disabilities. Patient had medical history of diabetes mellitus, thyroid disease and liver disease. Patient had no known drug allergies. Concomitant medication includes thyroid and pregabalin (lyrica). On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, at a dose of 6 ml once (batch/lot number: 7rsl021, expiry date: 31-may-2020) bilaterally osteoarthritis both knees. On (B)(6) 2017, after one day of receiving injection, patient called hcp (health care professional) the next day with severe pain and unable to ambulate; reported swelling, pain, unable to bear weight. Patient with baseline other physical disabilities and on disability. Hcp advised patient to call or go to ER (emergency room) and hcp would meet him there. Patient did not go to ER and had follow up appointment that he cancelled. It was reported that hcp has been "insistent" that patient to go to ER. Patient was unable to get out of car. Corrective treatment: not reported for all events outcome: unknown for all events a pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4) an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: device malfunction as important medical event. Additional information was received on 06-dec-2017 and 02-jan-2018 (both processed together with the clock start date of 06-dec-2017). This case initially considered non-serious was upgraded to serious as the serious event of device malfunction was added with seriousness criteria as important medical event (ime). The global ptc number with ptc result was added. Clinical course updated. Text amended accordingly. Additional information was received on 17-jan-2018 from health care professional. This case became medically confirmed. Verbatim was updated for the event of severe pain to severe pain/pain; unable to ambulate to unable to ambulate/unable to get to car. Concomitant medication and medical history was added. Clinical course updated. Text amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 17-jan-2018: follow up information did not change the previous case assessment.this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced weight bearing difficulty. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.